Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported during set up for a procedure the equipment displayed a message related to lack of aspiration and the handpiece would not aspirate. Several procedures were canceled due to the event. One pt had been blocked and prepped for surgery. There was no harm or injury to the pt.